Event description:
On (B)(6) 2015, the reporter contacted animas stating there was no power to the pump. The battery compartment reportedly was cracked. There was no indication that the battery cap was damaged. The battery cap reportedly was replaced 7 to 12 months ago, secured to the pump; however, the yellow o-ring was visible. The patient reportedly experienced a blood glucose (bg) value of 30mmol/l with headaches and extreme thirst. There was no indication that the patient required medical intervention. It was noted that the pump was requested and replaced; however the patient remained on the pump. This complaint is being reported because the patient experienced an adverse event while using insulin pump therapy and due to the alleged power issue with the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.